Event description:
An FDA investigator contacted the regulatory department on 08/24/2001 notifying the company of the death of the patient. The investigator stated that the autopsy report indicated that there were high levels of insulin in the patient's system. Patient's spouse believed the device was with the patient at the hospital. While speaking with the coroner's office it was mentioned that the device was in an evidence bag at the coroner's office for over a month. The device batteries were dead resulting in the inability to retrieve any device history. The device was subsequently forwarded to the FDA. No further information regarding the device has been made available to the company.